Event description:
The user facility reported a 52-year-old male in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported the patient had very little pulsatility and was unable to get pulse distally in both limbs. The vascular was consulted for mottling of right foot. Per vascular team, no further intervention and discoloration will improve with lowering vasopressin and levophed drips. Additionally, there is a low suspicion for compartment syndrome given non doppler pulses in the right lower extremity status post impella cp. The right groin was oozing (bleeding) and a small hematoma and was compressed with gauze and multiple tegaderm/ under leg immobilizer before redressing was used. The patient was treated with 2 units of packed red blood cells (prbcs) and another 4 units of packed red blood cells (prbcs) the next day for additional treatment. Heparin remained in purge solution. Eventually the patient was escalated to impella 5.5 for native heart recovery.

Manufacturer narrative:
The impella device was not returned for evaluation. However, upon completion of the investigation, a supplemental report will be submitted. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿ this report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product for the root cause of this investigation is not determined.